Event description:
It was reported that the device would not charge the installed battery while connected to ac source. There was no report of pt involvement with the incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.